Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer stated that she was hospitalized with blood glucose levels greater than 500 mg/dl because her insulin pump stopped working. The customer stated that she was bolusing, but the insulin pump was not delivering insulin. The customer also experienced back pain all day. Troubleshooting was performed, and no damage to the drive support cap was noted. The time and date were programmed correctly, but the basal rates were incorrect. Assisted with correct basal rate programming. Reviewed the alarm history, and found battery out limit, weak battery, and several auto off alarms. The customer stated that she had never received auto off or no delivery alarms until she went to the hospital, and one of the staff began pressing buttons. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. Offered to replace the insulin pump as the customer did not sound convinced that it was working properly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.